Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, battery testing and power on self-test were performed. During the power on self-test and battery testing a low battery alarm was identified. The cause of the low battery alarm was determined to be a damaged main battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have a low battery. No additional information is available.